Manufacturer narrative:
Corrected fields: e1(event site telephone). A getinge field service engineer(fse) evaluated the unit. The problem has been confirmed via the device logs. Functional check of the appliance, functional checks and diagnostic tests performed. Left on trial with special simulator set at 130 bpm for 3 hours. During the check no type of fault or anomaly was detected. The device has passed all performance and safety tests according to specifications. The device was returned to the customer and cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was blocked and did not work giving the message system overheat". There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.